Event description:
Overdelivery reported. The pump was set to infuse 5fu at 2.6ml/hr with a container size of 256 ml at 11am on 2/9/98 to run over 4 days. At 3am on 2/10/98, the pt reported that the pump started to alarm but he did not recall what the alarm message on the display read. He "felt the bag was empty, was scared and turned off the pump." The pt did not call the homecare until 6am, and he was seen in his physician's office at 8am. At the dr's office, the pump was observed to be off. At power up, the pump did a self test and progressed to programming screens without asking if settings were to be saved or cleared. The history only contained at 5:20am a history cleared/program cleared notation and at 5:22am a power off notation. The bag was "nearly completely infused between 11am on 2/9/98 and 3am (per pt recollection) on 2/10/98." The pt experienced "bouts of nausea" but no adverse sequelae were reported.